Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly:d9, g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f mynxgrip vascular closure device (vcd) got lodged when deploying and was unsuccessful in deploying the sealant. The closure device and unknown sheath were removed and manual compression was applied to achieve hemostasis and the patient recovered. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with an antegrade approach. The deployer was fully trained and had deployed thousands of these devices. A 5f non-cordis sheath was used, and the femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel was arterial, with a diameter of at least 5 mm, no tortuosity, and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The stick location was appropriate over the femoral head. The device was stored and prepped per instructions for use (IFU). No unusual force was applied when retracting the sheath, and the deployer shuttled down completely. The sealant was wedged between the balloon and the advancer tube, and the advancer tube was held in place while removing the balloon from the access site. The sealant was not deployed in the patient but was lodged in the deployment tube. There was no shallow vessel depth. Other procedural details were requested but were not provided. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged with the black handle, and the stopcock was in the open position. A cordis mynx syringe was attached to the unit, and a non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The sealant was exposed, and the advancer tube was in its manufactured position. No additional anomalies were noted during the visual inspection. Per functional analysis, an inflation/deflation test was performed, and the balloon inflated and deflated as expected, with no issues related to the reported event. A deployment simulation could not be performed in accordance with the device¿s IFU, as the sealant was already exposed upon receipt, suggesting a possible partial activation of the deployment mechanism. However, the advancer tube mechanism was manually evaluated by actuating the shuttle from the black handle. When the handle was pushed back into the shuttle, the advancer tube deployed properly, indicating no compromised condition was present. A product history record (phr) review of lot f2511302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy¿ was not observed through analysis of the returned device since the sealant was exposed on the catheter, indicating a misdeployment of the sealant likely occurred instead. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the failure to deploy event reported. However, since the advancer tube was still in its manufactured position within the shuttle, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment even though it was reported that the user shuttled down completely, most likely contributed to the issue reported by the customer since there were no anomalies noted to the advancer tube during functional analysis and the sealant was deployed on the delivery shaft. According to the product¿s IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, possibly resulting in the sealant deploying above the arteriotomy/venotomy. Neither the product analysis, phr review, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) got lodged when deploying and was unsuccessful in deploying the sealant. The closure device and unknown sheath were removed and manual compression was applied to achieve hemostasis and the patient recovered. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with an antegrade approach. The deployer was fully trained and had deployed thousands of these devices. A 5f non-cordis sheath was used, and the femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel was arterial, with a diameter of at least 5 mm, no tortuosity, and no presence of pvd or calcium at the puncture site. The stick location was appropriate over the femoral head. The device was stored and prepped per instructions for use (IFU). No unusual force was applied when retracting the sheath, and the deployer shuttled down completely. The sealant was wedged between the balloon and the advancer tube, and the advancer tube was held in place while removing the balloon from the access site. The sealant was not deployed in the patient but was lodged in the deployment tube. There was no shallow vessel depth. Other procedural details were requested but were not provided. The device will be returned for analysis.